Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys vitamin b12 ii (b12 ii) on a cobas e 801 analytical unit. The initial result was <100 pg/ml with a data flag. This result was reported outside of the laboratory where the clinician did not agree with the result as it was not consistent with the patient¿s prior result. The repeat result was 1388 pg/ml.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc were acceptable. Instrument performance testing from (B)(6) 2024 was acceptable. Repeatability testing was acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.